Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, prior to iol implantation, the lens was opened. After a drop of the company ophthalmic viscosurgical device (ovd) was applied on the lens and into the company cartridge, the surgeon noticed a crack at the center of the lens while picking it up before inserting it into the company cartridge. The procedure was completed on the same day using a backup injector and the consigned lens.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. A scratch is observed on the anterior surface that goes across the center of the optic and curves at one end. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. A scratch was observed on the lens. The observed scratch may be interpreted as the reported crack. The scratch is in the shape of a set of forceps used to grasp the lens. The file states the lens was handled. The manufacturer internal reference number is: (B)(4).